Event description:
It was reported that during a procedure for venous stenosis of an av graft, that when the fluency plus tracheobronchial stent graft was introduced it would not deploy.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Neither the sample or the x-rays were returned for eval. The results of the investigation are inconclusive and the root cause is unknown. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.